Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the provided x-rays confirm a radiopaque opacity near the neck of left hip arthroplasty. The instrument photo shows a fracture device with a missing piece from the rim. Cannot confirm on the x-ray images if this opacity matches the instrument. There was no damage to the femoral head, acetabular liner or other parts of the total hip replacement. The foreign body is likely a piece of the broken impactor. Based on the information provided, a clinical root cause for the fracture head pusher cannot be confirmed. However, it is the end user¿s responsibility to inspect the instrument prior to use to ensure good working order and determine the end of serviceable life of the instrument. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that careful inspection and functional test of the device before use is the best method of determining the end serviceable life. Damaged and excessively worn devices should not be used. Visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a left thr surgery has been performed on (B)(6) 2025, the plaintiff experienced high levels of nerve pain and discomfort. On (B)(6) 2025, an x-ray was performed due to the aforementioned pain and it showed an unexpected object adjacent to the neck of the left hip arthroplasty. This represented a foreign body. On (B)(6) 2025, the plaintiff underwent a revision surgery where the foreign object was removed. Based on the description and appearance of the foreign body it appeared to be a modular part of the head pusher tool used to reduce the hip during surgery. Based on the timeline the likelihood was that the piece fell off during the final reduction maneuver and this was not appreciated during surgery. No implants were removed. Current patient's health status is unknown.